Event description:
It was reported pt experienced a loss of therapeutic effect. The pt had symptoms of nausea and discomfort. The symptoms began following a fall. The details of the fall were unk. Pt indicated that she fell on the right side approx 1 month ago. The pt was seen by an hcp in the end of (B)(6) and then again last week. Pt stated the hcp indicated the device was not working and the "resistance was too high." Pt noted she had a computer tomography (CT) scan performed and that hcp was going to do an esophagogastroduodenoscopy (egd) and see where the leads were. Pt indicated her impedances were approx 800. The pt was home. It was later reported pt stated that she had a CT scan and a scope done with no "outstanding" findings. The pt was still experiencing pain at the implantable neuro stimulator (ins) site when she was sitting and/or standing. Pt noted she was scheduled for laparoscopic surgery/diagnostic testing and possibly surgery to move the device to a different location. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).